Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010. Inratio: 2.0. Lab: 2.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.0, reference: 2.9, mean: 2.45, confidence limits: 1.6-3.4. Data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. Patient's condition of hyperthyroidism may have affected inratio testing due to product limitations. In addition, customer's technique of using multiple drops of sample may have also alternated inratio test result. Product deficiency was not established. As of 03/15/2010, five discrepant result complaints were reported for lot # 223045 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.